Event description:
The customer reported obtaining high patient results for glucose (glu) on their au5800 clinical chemistry analyzer. The customer repeated the sample with result was lower. The customer did not provide patient demographics. The customer provided data for this patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the di supply tubing had a hole due to improperly placed. The fse replaced the tubing and rerouted to resolve the issue. The fse observed and verified the analyzer resumed to normal operation. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).